Event description:
The pt received the scs system on (B)(6) 2007. It was reported that the pt is without stimulation coverage due to the charging system being unable to communicate with the ipg. A replacement charging system has been sent to the pt for replacement. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.